Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). The device has not been returned for investigation in our laboratory at b. Braun melsungen ag, melsungen, germany. As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed.

Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen ag internal report # (B)(4): the complaint is under evaulation. A follow-up report will be provided as soon as investigation results are available. Device history record (DHR): reviewed the DHR for batch 20g16ge261, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(4): event 1 - for batch 20g16ge261 overinfusion "description according to authorities form: the pumps, which should allow continuous administration of chemotherapy at home in 48 hours lasted only about 30 hours. 3 patients concerned: (B)(6) old m, (B)(6) old f and (B)(6) old m. Two pumps batch 20g16ge261 (this report and one second), 1 pump of another batch/one more separate report. Possible serious consequences: the effectiveness of the drug administered depends on the duration and rate of infusion. These factors are defined according to the indication and may have consequences for treatment inefficiency, increased side effects and drug overdose."